Event description:
The k-wire broke and was left in the patient.

Manufacturer narrative:
Examination of the returned product confirmed that the k-wire broke. The investigation could not draw any conclusions about the root cause of the event. No evidence was found suggesting product error was contributing factor. Based on this investigation, the need for corrective action is not indicated.